Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother called to report high blood glucose levels and a no delivery alarm. The customer's reading was 438 mg/dl. The customer treated with manual injections and the insulin pump. The caller performed troubleshooting and verified that insulin could exit the tubing. The caller was advised that the reservoir or infusion set could have been occluded, or that the problem could have been a site issue. The caller was advised to return the infusion set for analysis, and it would be replaced. The insulin pump was not replaced or returned for analysis.